Manufacturer narrative:
Analysis for the lead (B)(4) resulted in number 13 conductor was broken 3cm from proximal end. Analysis on the stimulator battery (B)(4) resulted in no significant anomalies, the device was functionally okay.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported from the manufacturer representative was that the device was explanted and both the generator and lead were to be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the loss of effective therapy prior to (B)(6) 2016 was a gradual change and that it was not a complete loss, but that it was just not as good as it had been. After a slight adjustment, it was better. The patient had not had a complete loss of therapeutic effect prior to (B)(6) 2016. Some minor adjustments were made prior to the loss of adequate therapeutic effect that had been successful up until (B)(6) 2016. Programming had been adjusted (B)(6) 2015 and (B)(6) 2016, there was no resolution to achieving adequate coverage or high impedances.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Conclusion code applies to both the ins and the lead.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient's stimulation was not being as effective as previously noted. The patient had started experiencing this suddenly on (B)(6) 2016, and before then, the manufacturer representative and the patient had adjusted programming to achieve adequate coverage. An impedance check was run and showed impedance greater than 10,000 ohms on electrode number 13. This electrode has not been used in programming and is currently not being used in programming. The patient fell in (B)(6) of 2015. It is possible, but unknown if the fall affected the system. A CT scan was performed and the health care provider was concerned about lead movement, and has referred the patient back to the surgeon for evaluation. The neurosurgeon will determine if the lead has moved or has not moved by comparing the new images to the immediate post-operative images. If it is determined that the lead has moved the surgeon will determine what the next step is. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.